Event description:
Broke when water was put in balloon. A second one was given, and the same thing happened again with a second one from the same lot. Another one was given from another lot number which worked. Doctor commented that it was unusual for two to break in a row especially when hardly any water was put in. Uterine manipulator balloon broke when water was injected. The two packages are identical. I checked the shelf and there are no more with this lot number. The vendor has been contacted by our supply chain. Product x2 available for evaluation. Supply chain sending to company for evaluation. No harm to the patient no change in procedure.